Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). Are related to the same incident. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a stockert 70 rf generator and a coolflow irrigation pump when a high flow activation issue occurred. It was reported that there was no high flow activation on the coolflow pump when radiofrequency was started with the stockert. The correct thermocool catheter was selected on the stockert and the interface cable was secure at both ends. The case was completed with no patient consequence. Upon request additional information was received on the event. The coolflow pump was set to auto mode for the procedure. Ablation was allowed by the stockert even when no high flow activation occurred from the coolflow pump. The system did not show any error messages. The procedure was completed by using manual mode to manually switch to high flow rate during ablation. This event has been assessed as reportable event since there was no error when high flow did not activate and the stockert did continue ablation even when there was no high flow. This event is reportable for both the coolflow pump and the stockert.

Manufacturer narrative:
Method - (B)(4) (actual device not tested). Results - (B)(4) (no malfunction found since device was not tested). Conclusion - (B)(4) (unable to confirm). (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a stockert 70 rf generator and a coolflow irrigation pump when a high flow activation issue occurred. Repair follow-up was performed and no responses from customer were received. Service was declined. Complaint was unable to be confirmed. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.